Manufacturer narrative:
H.6. Investigation summary visual examination of the returned photos was carried out and a bent non patient end of cannula was observed on one sample. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the samples in the returned photos were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported before use the bd microfine plus¿ pen injector needle had the cannula break off (patient or non patient end) or pulls out. The following information was provided by the initial reporter, translated from japanese to english: ¿needle was broken.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd microfine plus¿ pen injector needle had the cannula break off (patient or non patient end) or pulls out. The following information was provided by the initial reporter, translated from (B)(6) to english: ¿needle was broken."